Event description:
It was reported that the patient's neurostimulator stopped working and had impedance measurements of > 4000 ohms following knee surgery. Additional information was requested.

Manufacturer narrative:
(B)(4).